Event description:
A purchasing agent reported an intraocular lens (iol) was explanted seven weeks following implant surgery due to a scratch on the lens. Additional info was received from a nurse, who indicated an anterior vitrectomy was performed during the iol exchange procedure. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. Additional info was requested by phone, fax, and mail on (B)(4) 2013. A completed questionnaire has not been received. Additional info was received from a nurse on (B)(6) 2013. (B)(4).